Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found that the back of the header was removed. Microscopic visual inspection did not find any irregularities in the header. It was noted that the ra tip seal plug was missing. During analysis a lead was inserted into the ra and rv ports without any issue. All setscrews moved freely and operated normally. Laboratory techniciants were unable to do any therapy testing due to damage to the header.

Event description:
Boston scientific received information that during the explant for normal battery depletion the physician experienced difficulty removing the right atrial (ra) lead from the header of the device. After troubleshooting the lead was able to successfully be removed and remained implanted with the newly implanted pacemaker. No adverse patient effects were reported.